Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: no observations are performed for the complaint as the event is no complaint against the device. Additional observations: observed creases on the device. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported a left side capsular contracture, baker grade iii/IV. Device has been explanted.